Event description:
It was reported that, "patient came to ER complaining of hip pain. X-ray showed a broken locking ring of a constrained liner."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.